Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an 89-year-old male patient had multiple aortic aneurysms. In 2013 he underwent surgery and a c-tag from gore was inserted. In 2015 3 additional stent-grafts were inserted distal to the c-tag; zteg-2d-32-147-pf, tbe-32-80-pf and esbe-34-77-t-pf. In (B)(6) 2018 a type iiia endoleak was observed between the zteg and the gore c-tag (pr256267). An attempt to repair the endoleak by inserting a zta-p-34-209-w1 (complaint device) was made. The zta-p-34-209-w1 was chosen by the physician because of the small diameter of the delivery system. Tortuous anatomy was observed at the overlap and distal to the overlap at the time of the procedure. Access was gained from the right femoral artery and a wire guide advanced. Then an attempt was made to advance the delivery system of the zta-p-34-209-w1 over the wire guide, but it could not be advanced through the existing stent grafts. Based on suggestions from the sales rep several attempts were made to solve the problem, including wire guide replacements, insertion of a pig tail catheter and insertion of an additional wire guide through the left femoral artery. When none of these suggestions solved the problem, it was decided to abort the procedure. Additional comment from the physician expresses some questioning as to why the zta could not be delivered when no problems were experienced during former procedures. The patient has been in observation, and the diameter of the aneurysm has not expanded so far. A future plan had not yet been decided at the time the event was reported. CT imaging taken between (B)(6) 2013 and (B)(6) 2019 was provided. The cts are pre-implantation and post-implantation of the gore c-tag at 10 days, 16 months, and 45 months. The cts have a 5 mm slice thickness. The imaging underwent expert imaging review, and among the reported findings there was progressive aortic tortuosity. The distal thoracic aortic tortuosity index increased from 1.18 at 10 days to 1.35 at 16 months (tx2 procedure) and 1.64 at 45 months (zta procedure). A tortuosity index greater than 1.2 is severe. So according to the image review zta-p-34-209-w1 deployment required endograft advancement through severely tortuous iliac arteries, severe abdominal aortic tortuosity, an extremely tortuous distal descending thoracic aorta, and two pre-existing disconnected and unaligned endografts. The IFU states: do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels. Based on the provided information and imaging review an exact cause cannot be determined, but it is likely that the reported event is related to patient anatomy. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25mar2019: esbe-34-77-t-pf (lot e3303968). Tbe-32-80-pf (lot e3270014). Zteg-2d-32-147-pf (lot e3278596). The endoleak was observed august 2018(date unknown). The order of placement of devices proximal to distal location: 1st zteg-2d-32-147-pf. 2nd tbe-32-80-pf. 3rd esbe-34-77-t-pf. All tx2 devices are related to the type 3 endoleak. The zteg and c-tag have a 2.5 stent overlap. Tortuous anatomy was observed at the overlap between the c-tag and tx2 device at the time of the initial procedure. There was no aortic lengthening observed in the interval between implantation and no detection of type iii endoleak. Additional information received 02apr2019: all three devices was implanted in the same procedure. The separation of the three devices from ctag was observed august 2018(date unknown)

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p140016. H6) patient code: 3191 - no code available for prolonged surgery. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: multiple aneurysms were confirmed in the descending aorta. A c-tag from another manufacturer was placed in the patient's body to treat his distal aortic arch aneurysm. Below (distal side of) the c-tag, esbe-34-77-t-pf, tbe-32-80-pf and zteg-2d-32-147-pf were placed on (B)(6) 2015 to treat other aneurysms. Esbe-34-77-t-pf or tbe-32-80-pf was placed at the junction of c-tag and zteg-2d-32-147-pf. Access was gained from the right femoral artery to treat the endoleak. The patient had underwent tevar at least twice in the past, so the physician selected zta-p-34-209-w1 because its diameter of delivery system was small and it would be less harmful for the patient's access anatomy. The physician advanced tscmg-35-300-lesdc and then he attempted to advance the delivery system of zta-p-34-209-w1 over the wire guide but it stopped advancing around tx2 and c-tag. He informed the cook medical representative that he felt some resistance during the wire guide advancement. The cook medical representative thought the wire guide might have got kinked and he suggested using another tscmg-35-300-lesdc, so the physician used another tscmg-35-300-lesdc but he still felt resistance and he could not pass the delivery system through tx2 and c-tag. The cook medical representative thought tscmg-35-300-lesdc might have been stuck in the frame of tx2 or c-tag and it caused the resistance. He suggested using a pig tail catheter before advancing tscmg-35-300-lesdc and the wire guide was removed from the body and a pig tail catheter was advanced. The pig tail catheter passed through tx2 and c-tag without problems. Then, the physician advanced tscmg-35-300-lesdc through the pig tail catheter and after the removement of the pig tail catheter, he attempted again to pass the delivery system through over the wire guide but it failed. Another tscmg-35-300-lesdc was advanced from the left femoral artery to make the aorta more straight and the physician attempted again to pass the delivery system through tx2 and c-tag but it also failed. The cook medical representative suggested pull-through procedure but the patient's aortic arch condition was bad and if the physician attempted pull-through procedure, it may cause cerebral infarction. Therefore the physician rejected his suggestion. The procedure was aborted because the physician thought further attempt to deliver the delivery system would cause a rupture or other complications. The phycian also decided not to use another zta-p-34-209-w1 because the root cause of this complaint could not be decided whether the patient's anatomy or the delivery system. If the physician attempted another delivery system and failed to deliver, it would make the situation worse. Patient outcome: the type iiia endoleak has not been treated but the diameter of the aneurysm has not expanded so far. The doctor will decide a future plan with the patient. The patient has been in observation.